Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. On (B)(6) 2024, it was reported that patient faced three infusions sets leakage one after the other. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3. E1: patient city: (B)(6). Patient country : the united kingdom.